Event description:
It was reported that while using five bd vacutainer® push button blood collection sets, the customer noticed a cracked in the luer causing blood leakage and no fill on the tube. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2025. Investigation summary: bd received six samples for investigation. Evaluation of the returned samples indicated a split female luer adapter. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using five bd vacutainer® push button blood collection sets, the customer noticed a cracked in the luer causing blood leakage and no fill on the tube. There was no health impact or consequence reported.